Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 cubies was not detected on the communication bus. A field service engineer reseated the row board connection on the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 2.1 failed and was not detected on the communication bus, which hindered users from accessing medication for a patient. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.